Event description:
It was reported that a patient underwent a vaginal delivery procedure on (B)(6) 2022 and suture was used. On the fourth day after surgery, the doctor of the external suture had already removed the suture. The patient came to the hospital on the 23rd day after surgery. The patient's perineal suture was painful, swollen, and indurated. The doctor diagnosed that the suture was malabsorbed. After communication with the patient, he obtained cooperation, removed the suture and soaked the perineal wound with potassium permanganate. The patient returned to the hospital on the 32nd day after surgery, and the wound improved. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was any additional medical or surgical intervention required other than suture removal and soaking the perineal wound with potassium permanganate? No. Was any re-suturing required? No. What is the current condition of the patient? Good. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.